Event description:
It was reported that the patient's device was unable to be interrogated. Per the physician, it is believed to be at end of service and the patient will undergo a generator change. However, a rough battery life calculation shows there to be approximately 1.44 years remaining until eri = yes, so the end of service allegation cannot be confirmed at this time.